Manufacturer narrative:
D10 - date returned to mfg - may 28, 2020 h10 - a photo was provided showing a d1000 tego connected at the male luer end to what appears to be the female luer of a dialysis catheter and at the female end to what appears to be the male spin luer of a blood set. There is nothing visible in the photograph that shows tiny air bubbles in the line. One used list# d1000, tego¿ connector. Lot# 4015955 was received for testing. The tego connector was returned without any visible damage or visual anomalies. No mating devices were returned to evaluate with the d1000 tego connector. Subsequent pressure and vacuum leak tested showed the tego assemblies meet pressure and vacuum leak expectations outlined in the product performance specification. The complaint of tiny air bubble leakage was unable to be replicated or confirmed. A device history review (DHR) for lot# 4015955 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a tego® connector that the customer reported as tiny air bubbles (like shaken fluid) were noted in the arterial bloodline. The tego connector was connected to an unspecified hemostar catheter, and at the start of standard dialysis, a few seconds after attaching the bloodline to the machine, tiny air bubbles were noted in the arterial line. The nurse replaced the tego connector and it was reported to occur again. There were no kochers, syringes or bd blood cannula¿s used on the tego. The tego was not used on a patient with an infectious disease. There was a delay in therapy; however, there was no blood loss, no adverse events, no medical interventions or additional treatment were required. This reflects 1 of 2 incidents reported.